Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: the reported complaint was confirmed from the evaluation of the returned product. The lock having both rotational and lateral movement and a residue buildup is present. Further evaluation showed that parts of the device including the index knob and the lock had worn parts and will need replacements. The observed condition is likely caused by wear and tear over time / improperly handling of the device. The definite root cause cannot be reliably determined. This device exceeds its expected life of 7 years ( manufactured in 2008).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp has too much play or movement between pieces. This was noted during a right occipital craniotomy procedure on (B)(6) 2020. There was no patient impact and no known surgery delay.